Manufacturer narrative:
Based on the device log analysis for the reported date of event, the reported ventilation failure could be confirmed. It was found that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. During on-site checking in follow-up to the event, the draeger technician found a contaminated encoder disc. It could be concluded that the contamination was disturbing the correct detection of the motor position leading in consequence to the reported symptom. The component has been replaced by exchanging the motor and the motor has been discharged. Dräger finally concludes that the device behaved as specified upon the detected deviation. The replacement of the motor has already solved the problem. After the replacement, the device was returned to use without further issues reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.